Event description:
Country of complaint: (B)(6). It has been reported that during an l3-l5 t-space procedure, the cage had to be knocked into place with force in order to optimize the positioning of the cage. There was no surgical delay or patient hazard reported. Involved component reported under med watch 3005673311-2016-00151.